Manufacturer narrative:
Continuation of d10: product ID 3058, serial# (B)(6). Implanted: (B)(6) 2015. Explanted: (B)(6) 2018. Product type: implantable neurostimulator. Product ID 3889-33 lot# va11gld. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Their health care professional thinks the device has nothing to do with their symptoms.

Manufacturer narrative:
Continuation of d10: product ID 3058 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2018. Product type implantable neurostimulator product ID 3889-33 lot# va11gld serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va11gld, ubd: 07-nov-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was the patient reported they were having a problem with their back/lumbar and they didn't know what, whether it was sciatic or what. Patient services asked the patient if their back problem/sciatic issue was thought to be related to the medtronic device/therapy and the patient stated they were leaning towards thinking that. The patient stated they didn't have a problem with the middle back, but with the lower tailbone, they'd been looking at one of the books where the wire goes to the tailbone, that was where the patient stated they felt discomfort/pain/warmth. The patient stated when they would go to bed, they would lay on their left side and if they wanted to "scoot to the middle of the bed" they felt pressure from the tailbone that would go to their buttock, behind one of their buttock and would go down to their leg. The patient stated they hadn't made an appointment with their managing health care provider (hcp) yet because they knew the hcp would tell them it wasn't from the therapy because they'd already told their managing health care provider (hcp) about it. The patient couldn't confirm when it started but stated it had started while they still had their previous ins. The patient stated it began "maybe in 2015 ," and the hcp told them at that time they didn't think what they were experiencing was caused by the medtronic device/therapy. The patient stated but they thought it was from the device/therapy because that was where the lead wire would go to and that's where they would feel the pressure. The patient stated they would feel it even when they were sitting down and felt pressure and a warm feeling down the back of their leg and they were getting concerned. The patient started crying at this point and became difficult to understand. Patient services suggested to the patient to try turning their therapy off to see if that helped. When asked if they'd had any falls or traumas that would have contributed to the issue, the patient stated they had fallen a lot, but not in the back and then stated when they would get up after sitting they would get a numbness in their lower back and down their legs and their legs would get real weak and they'd have to wait for a little while before they got composure and could walk again. The patient stated they'd feel a heaviness in their legs. The patient stated they had an appointment with the spinal doctor to see if there was a problem with their spine but it seemed to them it was from the lead though the hcp had told them they thought it wasn't that. The patient stated if they didn't find anything after looking at their spine, the patient would have to go back to their hcp and that they were afraid they wouldn't be able to walk. Patient services wanted to note the patient was very difficult to understand and patient services did their best to document what the patient reported. The patient stated they would continue to follow up with their doctors about their issue. Patient services also wanted to note that the patient stated they'd just lost their husband in november and that they were alone. They confirmed they had a network of support from their family members, however. Additional information was received from the patient (pt). Pt called and repeated information about their tailbone /sciatic/spinal stenosis issues and said they might have back surgery. Pt said they were concerned their wire moved. Pt asked about meeting with a manufacturer representative (rep). Patient services reviewed rep role and the doctor can coordinate a rep appointment in their office. Patient was redirected pt to continue working with their doctor.